Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Analysis was normal. No anomalies were found. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient had vf and had to be resuscitated at the hospital. Afterward, device interrogation revealed possible output circuitry damage. The device and lead were explanted and replaced.